Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the charging cable had exposed and frayed wires. No reported adverse impact to the customer's blood glucose. Customer received an alternate charging cable.